Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 with a diabetic ketoacidosis. Customer's blood glucose level was 176 mg/dl. The customer had bronchitis, was vomiting, and was very weak. He was administered insulin drip through IV. Customer was wearing his insulin pump at the time of the 911 call. The sensor readings were inconsistent with his meter readings. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.